Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for reservoir leaking. The customer¿s blood glucose was 108 mg/dl at the time of the incident. Customer reported that they pulled plunger and insulin came out. Customer reported that lcd display looks good, little spilt in reservoir cap. Customer reported that they had hard time pulling back on serter. The reservoir will be returned for analysis.